Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The user's blood glucose (bg) level ranged from 110 mg/dl to 455 mg/dl. The user addressed bg level with manual injections. There was a delay in clearing the alarm; however, insulin delivery was resumed. Reportedly, the user would continue to use the pump until replacement pump is received. Additionally, it was confirmed that the user had an alternate method of insulin delivery.